Event description:
Patient presented in the ER with right shoulder twitching/pain. Upon interrogation device prompted data error detected and prompted to restore the device to factory settings. No known cause for device reset. Device was reprogrammed, and a full follow-up was successfully performed and was within normal limits.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.